Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4) event 4 the reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
Event 4: the report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 4: according to the event description the facility is experiencing air bubbles throughout lines from connection at arterial needle and lines. Reportedly the staff can screw those on super tight, and it still continues with the air bubbles. There was leaking at the venous needle connection and the lines. It was also reported that the lines that have air bubbles have dialyzers that are streaked at end of treatment. Per the customer this has been a problem since the connection pieces (the little red and blue plastic part that connect the lines to the needle) have changed. Some of the blue connections will continually spin instead of locking in place and sealing properly.